Event description:
It was reported that "backward cup lost the pneumo, dr had to pack vaginal cavity with sterile gauze to create a seal. Surgery time extended another 40 minutes."

Manufacturer narrative:
When I receive the investigation report, I will file a supplemental report.